Event description:
During a follow-up, lead dislodgement was suspected on the right atrial (ra) lead. A revision procedure was performed. The ra lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of was not confirmed by analysis. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the distal end of the lead, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that through visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the external insulation was with friction to the device can.

Manufacturer narrative:
Correction: investigation conclusion code.